Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat symptomatic pelvic relaxation with acog and a grade 3 rectocele. It was reported that following insertion the patient experienced pain, urinary problems, bowel problems, and recurrence. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency, urgency, and nocturia.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2017. Patient codes: (B)(6) 2119 incommplete bladder emptying (retention), (B)(6) atrophic vaginitis. It was reported that following insertion the patient experienced incomplete bladder emptying and atrophic vaginitis.

Manufacturer narrative:
Additional patient codes: (B)(4) - bleeding additional information: details: it was reported that following insertion the patient experienced bleeding.